Event description:
As the bed was being removed from the elevator, going around a corner in fairly tight quarters, one of the transporting nurses engaged the zoom drive features of the bed and the transporting nurse on the other end of the bed allegedly became pinned between the bed and the wall. The employee was examined by a dr with the hospital's occupational health and originally diagnosed with a contusion with swelling on their right upper leg. They were treated with pain medications and put on leave. The next day they returned to the dr complaining of significant pain in the back, abdomen and thoracic regions and reduced range of motion. They were treated with physical therapy and pain medications for 1 mo. At that time they were still complaining of significant pain so the occupational health physician referred them to an orthopedist. No report of the treatment by the orthopedist was available but the employee was reportedly released to return to work the following month.